Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial/batch: (B)(6).

Event description:
It was reported that the patient experienced intermittent pain and burning sensation near the spinal cord stimulation (scs) implantable pulse generator (ipg) site. It was confirmed that the patient was charging correctly. The patient underwent a procedure in which the scs system was explanted. The explanted devices were discarded per hospital policy. No additional adverse patient effects were reported.